Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed and customer reported rewind anomaly, damage on pump. No harm requiring medical intervention was reported. It was unknown whether the customer will continue use of the device. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit was successfully downloaded using thus software. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. Motor was tested outside of the device on the stb3 station and passed. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies. P-cap locked in place properly during testing. The following cosmetic damages were noted: pillowing keypad overlay, keypad overlay peeling, and scratched case. In summary, customer concern for rewind anomaly not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing. Customer concern for keypad overlay damage confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.